Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed. The liner was returned for evaluation. Dimensions taken are within specification. The item exhibits heavy gouges on the back side near the slot features. It is unknown what caused the heavy gouges on the back side. The device history records were reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. A root cause was unable to be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the polyethylene liner component would not assemble with the stem. The surgery was completed with another device.